Manufacturer narrative:
Evaluation summary: the product was not returned. The monarch product history records were reviewed and documentation indicates all products met release criteria. Iol product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical technician reported that following an intraocular lens (iol) implant procedure, a postoperative surprise occurred of additional cylinder. Preoperatively patient had 2.25 diopters of cylinder but postoperatively had 3.00 diopters of cylinder. Additional information has been requested.